Event description:
Affiliate reported that the tube was broken and internal wire was exposed when the patient changed position. The device was replaced by another icp sensor.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: catheter broken at the connector. Internal catheter wires exposed and broken. Suture attached to catheter body. No testing possible. Manufacturing date: 10/19/2010. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. No further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.